Event description:
Info received related to a trial conducted outside of the u.s. Reporting that the pt had a proximal dissection bype b (angiographic complication) during stenting of the target lesion (1st rpl). This event was resolved with a balloon catheter.